Event description:
It was reported that following an implant procedure, the patients wound had mild redness, swelling and discharge. The patient was experiencing pain over the ipg site. It was noted that the top of ipg had migrated out of the pocket and the ipg was unable to be charged. The physician was concern of skin erosion.

Event description:
It was reported that following an implant procedure, the patients wound had mild redness, swelling and discharge. The patient was experiencing pain over the ipg site. It was noted that the top of ipg had migrated out of the pocket and the ipg was unable to be charged. The physician was concern of skin erosion. Additional information was received that the patient underwent an ipg revision procedure and was doing well post-operatively. Nothing was added, replaced or explanted. Additional information received that the patient underwent an explant procedure. The explanted device components were not returned as they were disposed per hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that following an implant procedure, the patients wound had mild redness, swelling and discharge. The patient was experiencing pain over the ipg site. It was noted that the top of ipg had migrated out of the pocket and the ipg was unable to be charged. The physician was concern of skin erosion. Additional information was received that the patient underwent an ipg revision procedure and was doing well post-operatively. Nothing was added, replaced or explanted.